Manufacturer narrative:
(B)(4). The 900pt500 adult heated breathing tube (hbt) is used with the airvo humidifier to deliver warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. Method: the complaint hbt was returned to fisher & paykel healthcare and was visually inspected, and an electrical evaluation and performance testing was carried out. Further information was sought to try and determine the exact circumstances relating to the incident, but no response was received. Results: visual inspection of the complaint hbt tubing revealed that there was a damaged section 170 mm in length, located about 380 mm from the patient end connector. The damage was blistering of the plastic resulting in holes. It was noted that in the blistered areas the tube was slightly flat in appearance and touching the heater wire. The pitch of the heated wire inside the tube was uniform. The hbt was found to be still functional. The heater wire insulation was observed to be intact and a resistance check of the heater wire measured 2.7k ohms which is the normal value expected with a good working wire. Conclusion: the condition of the hbt suggests that the circuit had been placed under bedding and was compressed: fisher & paykel healthcare expressly warns the user not to do this. The clinician had commented that he thought the child had been lying on the circuit and the position of the tubing damage is consistent with this scenario. Documented testing was carried out in order to attempt to replicate this failure mode. 900pt500 series breathing circuits were test run under 'normal' usage conditions. Further testing was then carried out under 'worst case' conditions, using 100% heater plate duty (maximum applied heat) and zero gas flow. Circuits were also covered with bedding and other circuits were put under compressive load (to simulate bedding and a person lying on the tubing). The circuits tested under normal usage conditions did not soften or melt. The testing indicated that a circuit could only deform after being insulated and under compressive load for a considerable amount of time. The heater wires are coated with (B)(4), which remains intact even under compressive load and has a much higher melting point than the hbt. Localised heating (even to around 100 degrees c) does not affect the patient as the end of hose temperature sensor operates in closed loop control to ensure the correct gas conditions are delivered to the patient. During production the heater wires are 100% visually inspected using a camera system. The heater wires are also tested for resistance, continuity, polarity and pitch during production. Before the product leaves the line a full functional test is conducted under load. The airvo system is designed to comply with the electrical safety standard (B)(4). The case is composed of a flame retardant material. The surface temperature of the heated breathing tube is within the limits specified by iso (B)(4) with regard to hot tube surface temperature not exceeding 44° celsius. There are many safety features incorporated into the airvo to prevent overheating and fire. These include: the heater wires in the heated breathing tube are coated with (B)(4), completely insulating them from the gas path. The pcb at the [patient] end of hose is over moulded with the (B)(4), ensuring it is excluded from the gas path. The airvo contains a transient current detector, tcd. This tcd is tested on the production line. It is also checked by the control system when the airvo is powering up before each use. An 'over-temperature' sensor will automatically cut power to the motor, heater plate and heater wire if it detects any overheating. The airvo is constantly checking power in the heated breathing tube and turns the heater wire off if the measured power is too high. The described safety features would have ensured that the therapy was delivered safely to the patient as the airvo system can detect leak and/or high delivered temperature and would have alarmed if the breathing circuit had been breached and/or the delivered temperature was above specification during the incident. Our investigations suggest that although the circuit softened likely while under the patient bedding, the perforations in the circuit would likely have occurred when the bedding was removed from the circuit, causing the softened part to adhere to the bedding and develop holes. The user instructions that accompany the airvo 2 humidifier include the following warning: adding heat, above ambient levels, to any part of the breathing tube or interface, e.g. Covering with a blanket, or heating it in an incubator or overhead heater for a neonate, could result in serious injury. The user manual instructs the user to "use continuous oxygen monitoring on patients who would desaturate significantly in the event of disruption to their oxygen supply." The user manual also states that the "airvo 2 is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that "the unit is not intended for life support." Following this incident, further training on the setup and use of heated breathing circuits was carried out with the child's family.

Event description:
A hospital in the (B)(6) reported that a 900pt500e airvo heated breathing tube 'melted' during use on a patient. They confirmed that there was no patient harm.